Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the patient closed the mobile app. No additional event information is available.